Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. It was reported that the used reload was detected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of device partially fired that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pancreatic tail resection, on the 3rd squeeze of the handle, the green display on the reload section turned to white, indicating it was used. At that time, the green button on the handle also turned off and became dark. Since the firing could not be advanced any further, it was released, replaced with a new cartridge using the same handle, shell and adapter, and the firing continued, the surgery was completed. There was no patient injury. Medtronic's initial evaluation of the incident device found internal components revealed reload was partially fired and the interlock was engaged.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.